Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited intermittent oversensing of atrial flutter on the left ventricular (lv) channel. The intermittent oversensing led to pacing inhibition on the lv channel. It was noted the patient was in the office and the device was reprogrammed. Technical services (ts) noted this same behavior was observed in the two most recent atrial tachy responses (atrs) as well. No adverse patient effects were reported. This crt-p remains in service.